Manufacturer narrative:
(B)(6). Serial number was unknown. Additional concomitant medical products: battery device, saw blade device, battery oscillator device. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an osteoarthrosis surgical procedure of the knee joint, it was observed that the battery reciprocator device saw blade suddenly stopped with noise when the surgeon started using the reciprocating saw, by setting a box cutting guide after an osteotomy on four sides with a four in one block. According to the reporter, the device was not able to cut the bone although the device could be restarted in slow motion. The standard battery was replaced however, the device was still not able to be operated. The implantation was completed by using 12.5 mm saw blade with a battery oscillator device. It was unknown if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: the manufacturing location was documented as unknown in the initial report and has been updated as oberdorf. Site name and address have been updated accordingly. Correction: it was documented in the previous report that the date of manufacture was 4/12/2016. It has been updated 11/24/2015. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial medwatch. The serial number is (B)(4). The date of manufacture was unknown. The date of manufacturer is apr 12, 2016. Therefore, UDI has been updated accordingly with this information. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.